Event description:
Customer reported intermittent filament and ma sensor errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and battery charger. System operates as intended. (B) (4)